Manufacturer narrative:
The actual complaint product was not returned for evaluation. All information reasonably known as of 20 sep 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 2028807-2024-00035 for the first report. Refer to 2028807-2024-00047 for the second report . It was reported, the clear piece came apart during the procedure; there was no reported injury.

Manufacturer narrative:
A representative sample from the reported event was returned and processed for evaluation. During setup, of the device, for evaluation the connector fell out; during testing, the connection force was found to be below specification. The drawings of the device records were reviewed and it was identified that the connector on the returned product did not have the retaining ring; the absence of the retaining ring resulted in a poor connection force between the connector(s) and the flex tube. The reported event could be confirmed as reported; the root cause is traced to manufacturing. All information reasonably known as of 13 nov 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 2028807-2024-00035 for the first report. Refer to 2028807-2024-00047 for the second report. It was reported; the clear piece came apart during the procedure; there was no reported injury.